Event description:
Healthcare professional reported a patient experienced a "really bad reaction" clarified as "granulation tissue formation in the lips as well as a spot by nose and chin 1 cm round" after they were injected with one syringe of juvéderm® volbella¿ xc. Treatment is noted as 1ml of hyaluronidase. Biopsy was not provided. Event is ongoing at this time.

Manufacturer narrative:
Additional, corrected, and/or changed data: a4

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a patient experienced a "really bad reaction" clarified as "granulation tissue formation in the lips as well as a spot by nose and chin 1 cm round" after they were injected with one syringe of juvéderm® volbella¿ xc. Treatment is noted as 1ml of hyaluronidase. Biopsy was not provided. Event is ongoing at this time.

Event description:
Healthcare professional reported a patient experienced a "really bad reaction" clarified as "granulation tissue formation in the lips as well as a spot by nose and chin 1 cm round" after they were injected with one syringe of juvéderm® volbella¿ xc. Treatment is noted as 1ml of hyaluronidase. Biopsy was not provided. Event is ongoing at this time.

Manufacturer narrative:
Adverse event problem, type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation and discarded. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.